Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown quantity of screws itemized as: (3) 4.5mm cortex screws, (4) 5.0mm cannulated locking screws, (3) 3.5mm cortex screws. The investigation could not be completed and no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that during the original surgery on an unknown date, a patient was treated for a proximal tibia fracture where a 4.5mm lcp proximal tibia plate 10 holes/190mm-right was implanted. It was reported that on an unknown date a non-union occurred. A revision surgery was performed on (B)(6) 2014, all devices where removed and won't be returned. The surgeon replaced all devices with non-synthes devices. The procedure was completed successfully with no harm to patient and no reported delay in surgery. This report is for 10 unknown screws. This is report 2 of 2 for complaint (B)(4).